Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240(air in set) while on home choice (hc) device during use, during initial drain. The baxter technical representative (tsr) assisted the home patient (hp) to cycle power to the hc. The hc alarmed "withes 2367." The hp stated that he had left the blue clamp own on an unused supply line. The tsr informed the hp that he would have to dispose of all the current supplies and start over. The hp will setup therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy, a use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. The lot number is unknown, no batch review will be performed. This issue is being investigated through CAPA.